Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 22 mg/dl at the time of the event. It was reported that the reservoir was filled with 180 units of insulin, but after the manual prime, there were only 99 units remaining. At the hospital, the insulin pump showed that there were 96 units of insulin remaining in the reservoir, but the reservoir was actually empty. The self test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.